Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11f28021 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a nurse in the (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient experienced peritonitis, which did not require hospitalization. Treatment was not reported. The peritonitis was recovering.